Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd r&d discovered foreign matter in tube with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was discovered by bd r&d team, one vacutainer had a non biological foreign matter within it.

Event description:
It was reported that bd r&d discovered foreign matter in tube with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was discovered by bd r&d team, one vacutainer had a non biological foreign matter within it.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter and molding defect with the incident lot were observed. Additionally, evaluation of the customer samples was performed and foreign matter and molding defect were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.